Manufacturer narrative:
This information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell in his house and sustained a midshaft femur fracture on an unknown date. Patient had previously been implanted with a short trochanteric fixation nail (tfn) proximally, helical blade and a distal 5.0mm titanium locking screw eight years prior and a total knee prosthetic on an unknown date. The current fracture site was a spiral fracture between the distal short end of the trochanteric fixation nail and the total knee prosthetic. The surgeon removed the trochanteric fixation nail, helical blade and locking screw on (B)(6) 2018 for the purpose of completing retrograde instead of plating. The patient had healed from the previous tfn. Patient was revised to a retrograde femoral nail, two distal locking screws and 1 proximal locking screw. The total knee prosthetic had no issue and remained intact in the patient. There was no issue with the nail, helical blade or screw. The hospital discarded the explanted hardware. While reaming, the prongs on the end of the 5.0mm flexible shaft, that attaches to the reamer head, expanded. The prongs did not break. Surgeon decided to use another reamer head and flexible shaft to avoid any further issues. During insertion of the nail, the nail pushed the reamer head out and the surgeon was able to retrieve the reamer head. The flexible shaft was easily retrieved. There was a surgical delay of 2-3 minutes to retrieve the reamer head. Routine intraoperative x-rays standard for the procedure were taken along with an additional 5-6 x-rays to retrieve the reamer head. The procedure was completed uneventfully with a help of a backup shaft in the set. The patient status was reported to be fine at the end of the procedure. Concomitant device reported: 12.0mm medullary reamer head (part # 352.120, lot # unknown, quantity of 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 352.040 , lot no.: 2361911 , manufacturing location: bettlach , release to warehouse date: 13.jun.2008 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: device evaluation: investigation flow: damage: visual (appearance not as expected) . Visual inspection showed that the distal tip, which mates with the reamer head, was deformed. Specifically, one of the four distal prongs is buckled away from the distal tip and all four prongs are bent and show dimple-like indents consistent with tool markings. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition was determined to agree with the reported condition. During the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Flexible shaft coupling (component) . During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of the four bent distal prongs could not be conducted due to the post manufacturing deformation. No definitive root cause was able to be determined as circumstances surrounding the event and over the approximate 10year lifespan of the device are unknown. However, the buckled condition is consisted with exposure to exceeding force on the distal tip of the prong which would not be expected during use. During use, force would be transferred from the mating reamer head over the flexible shaft onto the flat of the flexible shaft which lies distal to the damaged prongs. The origin dimple-like indents on the four prongs are also unknown and would not be expected during use. In conclusion, the complaint condition is confirmed as the distal tip, which mates with the reamer head, was observed to be bent. The root cause of the post manufacturing damage is unknown, however, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 12.0mm medullary reamer head (part # 352.120, lot # 2087568, quantity of 1).

Manufacturer narrative:
Additional narrative: describe event or problem, lot, device manufacturer date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.